Event description:
It was reported by the customer that a pyxis medstation es system device is not communicating. Customer stated that the station doesn't turn on and there is power on the station. The customer stated that due to this malfunction the user unable to remove the meds when issuing it to a patient. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined half height cubie drawer 6 causing power supply. A field service engineer replaced power management control board and position sensor to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.